Event description:
Procedure type: lap chole. According to the reporter: after the surgery in 2008, the patient experienced swelling of the tongue and problems breathing. The physician believed that the patient was having an anaphylactic/allergic reaction and provided cortisone to alleviate the symptoms. The patient's condition has been improving but recently the symptoms have returned and are controlled with medications. Allegedly a test was conducted on the patient's skin using a lapro-clip and a titanium clip from a different manufacturer. After a while the patient developed an allergic reaction to the lapro-clip product. Furthermore, it was stated that the patient has had previous post-operative allergic reactions on a previous surgery where absorbable sutures or clips were used.